Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor could not find signal. Customer stated the needle broke when trying to pull it out from the introducer needle. Customer also mentioned getting bent sensor. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.